Event description:
During pt support the bvs console momentarily stopped pumping on the right side twice. The console experienced no further problems and there was no impact to the pt. Field svc will examine the unit.